Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as itchy. The patient's doctor completed blood work for the patient. There was no additional medical intervention. There is no alleged deficiency. Follow up was attempted but unsuccessful. The patient's medical outcome is unknown. The patient continues to wear the lifevest.